Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the q1 component on ECG "d" the root cause for the damaged q1 component could not be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged electrode belt.